Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (xena ii) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the 840 ventilator generated a high alarm, the screen went blank and ventilation stopped. The patient was manually ventilated via an ambu bag and placed on an alternate ventilator. There was no patient harm or injury as a result of the reported event. The customer's respiratory therapist evaluated the ventilator. Upon turning the ventilator on, the ventilator alarmed and message showed "needs service".

Manufacturer narrative:
Correction to the aware date on initial MDR. The date should have been 2018 (B)(4). Correction to evaluation codes method, result and conclusion. Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found that the ventilator logged error codes. The fse replaced the gui (graphic user interface) central processing unit (cpu) pcb (printed circuit board) and updated the required software associated with the gui pcu pcb. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.